Event description:
The lay user/pt called lifescan (lfs) on 8/31/06, and alleged that his meter was reading inaccurately high. The medical affairs specialist spoke to the pt on 9/1/06, and obtained and verified the following info. The pt reportedly tested his blood glucose after arriving home from dialysis, at 10:00 p.m. His blood glucose result was 287 mg/dl. He did not test while he was at the dialysis clinic. Because of the high result, he took one amaryl 4 mg. He did not have any symptoms at the time, but he stated this result was very high for him. Based on his own decision, he stopped taking his amaryl pills one week prior because his results had been reading normal for him. This was the first pill he had taken in on week. At 2:00 a.m. He woke up sweating, feeling light-headed, and weak. He tested his blood glucose and obtained a result of 42 mg/dl. He took 3 glucose tablets and tested his blood glucose 15 minutes later, obtaining a blood glucose result of 309 mg/dl. He did not wash his hands before testing. He did report that his symptoms improved after taking the glucose tablets. The testing technique was correct and the technique for cleaning the puncture site was correct. The pt did not have control solution to troubleshoot. This complaint is being reported; as the pt took his medication based on the meter result. The pt was later found to be hypoglycemic and took self-treatment. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.